Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported feeling very thirsty and decided to check her glucose reading on her display device. The cgm reading at that time was 70 mg/dl. She then performed a fingerstick blood glucose (fs) test, which measured 600 mg/dl. Based on this discrepancy, she contacted emergency services. When emts arrived, no fingerstick glucose test was performed. The patient was administered three units of intravenous saline and transported to the hospital. Upon arrival at the hospital, she received an additional three units of IV saline. No fingerstick glucose measurements were performed by hospital staff, according to the patient. The patient was discharged later the same day. She reported that no fingerstick glucose test was performed prior to discharge, as she was no longer experiencing symptoms. At the time of the report, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 2/2/2026.